Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information notes that on (B)(6) 2016, the lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation high, out of range, pacing lead impedance, and high thresholds were observed. A decrease in r-waves, but still within range was also noted. Patient to be monitored via merlin.net. Lead remains implanted.